Manufacturer narrative:
The event could not be confirmed by the technician or fap engineer through functional evaluation, disassembly and visual inspection. The device performed as designed. The handpiece was cleaned, lubed, adjusted, components related to preventive maintenance were replaced and the handpiece was returned to the account.

Event description:
It was reported that metal shavings coming out of handpiece. Upon follow up, the user facility was not able to provide any further information regarding the reported event.